Manufacturer narrative:
This device crb 28350 (lot 14116554) is distributed outside the united states; however, it is similar to the united states product cxs 28350. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was unknown. The lesion was heavily calcified. The affiliate indicated that the cypher select plus stent failed to cross the target lesion and subsequently dislodged. The stent had to be deployed in this position. The physician then changed to a competitive product in order to complete the procedure. Only the delivery system will be returned for evaluation. There was no difficulty removing the product from the package. The target lesion was the left circumflex. The lesion was calcified. No resistance was experienced while passing the stent deployment system through the xb 3.5 guiding catheter. The sds was not pulled back into the guide catheter. No excessive force was applied during insertion.